Event description:
The day after implant displayed a power-on-reset condition along with a "call your doctor" icon. The patient could not adjust the stimulation. The outcome is unknown. Further information is being requested at this time.